Event description:
It was reported that during aneurysm embolization procedure, upon subject stent delivery from the introducer sheath into the microcatheter a resistance was encountered. The operator tried several times; however, the subject stent still could not be delivered. The operator withdrew the delivery wire but the tip of the subject stent was left inside the microcatheter and the rest was in introducer sheath. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during aneurysm embolization procedure, upon subject stent delivery from the introducer sheath into the microcatheter a resistance was encountered. The operator tried several times, however, the subject stent still could not be delivered. The operator withdrew the delivery wire but the tip of the subject stent was left inside the microcatheter and the rest was in introducer sheath. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned deployed and noted to be deformed. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. Functional inspection to test the reported event: ¿stent deployed prematurely during use¿ was not conducted as it was confirmed during visual inspection. Functional inspection to test the reported event: ¿stent difficult/unable to advance or pullback through catheter¿ was not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during the analysis. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be replicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. The event description states " when delivered the subject stent from introducing sheath to go into the microcatheter big resistance was encountered. After several tries the stent could not be delivered to go into the microcatheter. Withdrew the delivery wire and tip of the stent was left inside the microcatheter and the rest was in introducing sheath." The stent was returned deployed and note to be deformed. The sdw was found to be kinked/bent. The stent introducer sheath was intact. It is probable that the anatomy may have contributed difficulty advancing the device through the microcatheter and therefor the subsequent deployment issue. It is also possible that the introducer sheath may have moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would deploy into this gap and would not be able to be advanced or pulled back through the catheter. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath and in the proximal section of the microcatheter shaft. An assignable cause of procedural factors will be assigned to the reported events: ¿stent deployed prematurely during use¿ and 'stent difficult/unable to advance or pullback through catheter' and to the analyzed events: ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.